Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports a verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) samples were taken from the current production; the samples were visually inspected, and issue reported blocked/obstructed - tube was not observed in the current manufacturing process. A device history record review was also performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Reported issue: the doctor found the tube blocked when using it on a patient. A new tube was used and there was no patient impact.